Event description:
Cust mentioned a broken tooth in (B)(6) 2023. Saying " "what you're seeing is a broken tooth haha. My aligners are fitting well at this time and I would like to move forward. " cust just now replied back to the email where cst requested more information saying sorry for the late reply, I am trying to wear my retainers more consistently to get back on track. Right now my teeth just seem to be moving slowly. "

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.